Event description:
Ous MDR - after an implant duration of 3 days the device did not work. Device interrogation was unsuccessful. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to an incoming insp revealing scratches on the pacemaker housing and also a dent on the back of the housing. The electrical incoming insp confirmed the clinical observation, an interrogation of the device was not successful. The pacemaker did not switch to magnet rate after application of a magnet. The pacemaker was subsequently analyzed destructively. Further analysis identified a long crack of the connection band between circuit and battery. The damage of the connection band was identified as a root cause of the observed behavior. The kind of damage the connection band indicated that the device was subjected to a hard mechanical shock. This mechanical burden was the root cause for the damage of the device. The analysis the pacemaker's output signal was measured and the pacemaker was found to be pacing in vvi-mode with 53ppm. The device was pacing with 3.5v at 0.4ms. There was no indication for a sensing and/or pacing problem not of intermittent or of permanent nature. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the analysis identified a damage of the connection band between circuit and battery which was caused by a hard mechanical shock. As a result, the pacemaker was not interrogatable. However, the pacing and sensing functionality was not compromised. The analysis did not show a sign of a material or mfg problem. Due to the fact that the device worked as specified during the production steps it is assumed that the damage occurred after the distribution.